Manufacturer narrative:
Concomitant medical products: product ID: sedr01 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died in the motor vehicle accident and thought to have cardiac issues prior to accident. All three leads have breached depression on the outer insulation. There is no further information.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.